Event description:
It was reported that prior to use with 100 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes "clots/chunks" of foreign matter were discovered in tubes. The following information was provided by the initial reporter: there are strange clots/chunks of unknown material present in 4ml edta tubes. Under the microscope they look amorphous. It seems to dissolve in physiological water.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [2] photos were provided for investigation. Evaluation of the photographs attached shows yellowish edta clumps in the tubes. Additionally, [100] retention samples from bd inventory were evaluated by and the issue of foreign matter -fm was not observed. Bd was able to confirm customers indicated failure mode based on the photographs. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that prior to use with 100 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes "clots/chunks" of foreign matter were discovered in tubes. The following information was provided by the initial reporter: there are strange clots/chunks of unknown material present in 4ml edta tubes. Under the microscope they look amorphous. It seems to dissolve in physiological water.